Event description:
The initial reporter received in-selective electrode noise alarms and questionably high sodium electrode results from multiple patient samples tested on the cobas pro integrated solutions. One example of discrepant results was provided: the initial result from the analyzer was 160 mmol/l. The repeat result from another cobas pro ise neo analyzer was 147 mmol/l.

Manufacturer narrative:
The electrode serial number and its expiration date were not provided. The field service engineer (fse) inspected the analyzer and performed multiple service actions, including decontamination, adjustments, and replacement of the dilution cup, nozzles, tube joint packings, solenoid valves, ion-selective electrodes, and degasser. The specific cause of the event could not be determined. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.